Manufacturer narrative:
Analysis confirmed the stated reason for return of a problem with the pen calibration, there was a deviation between the stylus and the cursor on the screen and a stylus calibration did not resolve it. It was noted that the touch screen needed to be replaced, that although the stylus was working correctly its cable was damaged (deeply cut and overall shielding visible), the support plate of the hinges was broken, the rear display cover was cracked, the feet on the lower case were worn out, the flextape between the screen and the micro processing unit was damaged though working correctly and that a software error was found in the update history. The touch screen, stylus, upper and lower cases, hinge support plate, rear display cover and flex cable were all replaced and the touch screen calibrated, new software was installed, the unit was cleaned and inspected and passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that there was an issue with the programmer's pen calibration. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product was returned to service.